Event description:
It was reported that bd insyte autoguard yel 24ga x .75in needle retraction failed. It was reported by customer that the cath malfunctioned when placing, retract button was pushed and would not retract (wouldn't release from plastic cath). Verbatim: rcc received a complaint via email. Cath malfunctioned when placing, retract button was pushed and would not retract (wouldn't release from plastic cath). IV was pulled out completely because of this lot# 4155270. (B)(6) saying this has happened a few times but can't provide the number of times. Item# 381423. Customer response on (B)(6)2025. There are 5 different hospitals within the (B)(6) system who have complained so far about the same issue on various needle sizes and lots of the bd insyte autoguard needle. I¿m asking the site risk managers to fill out the below information that is associated with internal safety reports received, but there are also episodes reported verbally that they may know about which we are waiting for more information they could share. I have cc¿d the risk managers and put the hospital names next to the below questions so they can be the main contact for those hospitals. Thank you, ps- to the risk managers, please reach out to your vascular access nurses, they have found some issues too, thank you. I have 5 additional reports at (B)(6). The three reports that had lot numbers were all 4229661. I have completed the questions below for (B)(6)-highlighted in yellow. For (B)(4): 1. Can you please provide an exact date of event in format mm-dd-yyyy? 1/14/2025. 2. The provided lot# 4155270 does not match our records for given material# 381423 but corresponds to material# 381412. Could you please verify if there was a typo in the lot number. Lot number is 4155270. This is a 24ga x.75 in. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The IV catheter pulled out because the needle would not retract resulting in the infant patient needing to have an additional stick to place the IV. 4. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381412 and lot number 4155270. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.